Event description:
A customer reported that the unit "could not chew up the cataract". The handpiece quit working and the system was exchanged. The surgery was completed and there was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and no problems were found. The company rep tested both handpiece ports with the customer's handpiece and a test box and found no problem. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).